Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did meter to hcp meter comparison tests at the hosp. Testing was done side by side, within minutes. The results were 136 mg/dl on his meter and 184 mg/dl on the hcp meter (type unknown). He did not have any symptoms. The reporter stated that his control tests had been failing low and he did not know how long the control had been opened. The strips were opened possibly a month ago according to the reporter. On follow-up lifescan rep reviewed qc procedures and discussed meter to lab testing.